Event description:
Patient presented back to the physician with right-sided jaw pain causing difficulty swallowing. Physician suspects patient has a clogged salivary gland or residual infection and prescribed antibiotics.

Event description:
Patient presented to the physician with right sided jaw pain and swelling. Physician prescribed steroids.